Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that the night prior, a beta bionics ilet user experienced fluctuating glucose levels, including a high blood glucose value of 338 mg/dl and a low of 62 mg/dl. The high was addressed by the ilet correction algorithm, and the user treated the low with fast-acting carbohydrates, with glucose values returning to range. No outside medical intervention was required.